Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred while using an unspecified access set during patient infusion in the neonatal intensive care unit department. A 0.5 ml dose of ceftazidime was set for infusion via a novum iq syringe pump. After connecting the medication to the access tubing and priming the line (which had a volume of 0.4 ml), 0.1 ml of medication remained in the syringe. The pump was programmed to infuse ceftazidime. Approximately nine minutes into the infusion, the pump stopped and displayed "infusion complete" with 0.03 ml remaining in the syringe. The pump was then reprogrammed to infuse the remaining 0.03 ml. After this second infusion, approximately 0.02 ml remained in the syringe. At this point, the medication tubing and syringe were disconnected and pulled all the medication from the tubing back into the syringe. This action resulted in a total of 0.17 ml of medication, as air was also noted within the tubing. The new medication tubing was obtained and programmed the syringe pump to infuse the remaining 0.17 ml of ceftazidime. When the pump alerted that the infusion was complete, 0.03 ml back flowed into the syringe. At this point, the nurse slowly pushed remaining and then flushed remaining volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.